Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-02549 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-02527 pertains to the second resolution clip device and manufacturer report # 3005099803-2015-02528 pertains to the third resolution clip. It was reported to boston scientific corporation that three resolution clip devices were used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The same issue occurred with the other two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.